Event description:
Event description cpi received information that two bipolar leads, both model 4269, were attempted implants, the helix tips broke off and remain in the patient. The first lead (serial 282852) was screwed into the patient's artium approximately twenty times before it broke off. The second lead (serial 283094) was removed because after five attempts, it would not affix to the atrial wall.